Manufacturer narrative:
Results/conclusion: representative samples of the returned product were tested for knot pull tensile strength and breaking strength retention. The results obtained met spec. No failure detected, and the product meets tensile strength requirements.

Event description:
International customer reported that the pt presented with a wound dehiscence one week following a gynecologic procedure. The pt was returned to surgery for repair. The customer reports that the suture broke.